Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The patient will have a follow up check up due to reported chest pain also, to address possible lead perforation and for lead revision. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and inappropriate pacing. The patient will have a follow up check up due to reported chest pain also, to address possible lead perforation and for lead revision. This ra lead remains in service. No adverse patient effects were reported.